Event description:
The manufacturer received information alleging an everflo oxygen concentrator was involved in a house fire. There was no report of patient harm or injury. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator was allegedly involved in a house fire. There was no report of patient harm or injury. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator was allegedly involved in a house fire. There was no report of patient harm or injury. The manufacturer retained a fire investigator to examine the fire scene where the everflo oxygen concentrator components were recovered from the debris. A subsequent laboratory examination of the recovered components was performed. No evidence of an internal failure was observed on any of the wiring or electrical components. No evidence was observed to indicate that the concentrator failed in any manner to cause the fire. The manufacturer concludes that the everflo oxygen concentrator was not the cause of the fire.